Manufacturer narrative:
The reported magnum 2 knotless implant device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿during surgery, the anchor failed to draw up suture and it could not be deployed.¿ customer¿s complaint was confirmed. Visual inspection shows a deployed device. The snare wire is broken and came out of the suture reel. The device is intended for single use and cannot be fully evaluated. Basic tests are not possible due to damage of the device. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. - the implant system requires tension to be distributed through both suture legs to achieve suture lock deployment. - tensioning the suture knobs prior to snaring the suture may compromise the suture snare. - do not over tension the suture. - use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported magnum 2 knotless implant device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported during surgery, the anchor failed to draw up suture and it could not be deployed. There was a delay of more than 2 hours during the event. General anesthesia was applied in the patient. A backup device was available to complete the procedure successfully. No patient injuries were reported.